Manufacturer narrative:
(B)(4). Correction: (case description) correction. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the initial filed medwatch report, it was noted that while the complaint device is a 3.0x48 rx xience xpedition drug eluting stent (des) system, as initially reported, a xience prime was referenced throughout the remaining case description when it should have indicated a xience xpedition. Xience xpedition is the correct complaint device name. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects are a known inherent risk of the procedure and the physical resistance and treatment appear to be related to circumstances of the procedure. Additionally, the reported patient effects of hypotension and death are listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.0x48 rx xience xpedition drug eluting stent (des) system had difficulty crossing a mildly calcified lesion in the mildly tortuous proximal left anterior descending (lad) coronary artery due to patient anatomy, but ultimately crossed. Upon deploying the stent at 16 atmospheres, patient blood pressure rapidly declined and the patient subsequently expired the same day due to hemodynamic collapse, despite attempted unspecified interventions. Use of the xience prime did not cause or contribute to a clinically significant delay and in the opinion of the physician, use of the xience prime did not cause or contribute to patient death. No additional information was provided.